Event description:
The customer reported that the haptic was torn. The lens was implanted and it fell back into the pt eye, and pt came back for the lens to be explanted.

Manufacturer narrative:
The following information has been corrected on this follow-up #1 report from the initial 30-day report for MFR report # 3006723646-2015-00406: date of report (date information was first received by MFR) has been corrected to (B)(6) 2015. Brand name has been corrected to "hoya isert 251". Model number has been corrected to "isert 251 (+21.00d)". Device available for evaluation has been corrected to "yes" and the date returned to the manufacturer has been entered. Device evaluation by manufacturer - has been changed from "not returned" to "yes". The following additional information has been added for this follow-up #1 report: lot # and unique device identifier (UDI) #; operator of device - healthcare professional has been checked. Additional information was sought to determine the correct classification of the event, as well as patient prognosis. The event is being considered a malfunction of the device, and the patient prognosis has been confirmed as "excellent." The following additional information resulting from the device evaluation conducted by (B)(6), hoya quality assurance, on (B)(6) 2015, and reviewed by (B)(6), hoya quality assurance, on (B)(6) 2015, noted that: the lens was ejected from the injector and was explanted. The lens was cut. One haptic was torn at the tip and the torn haptic piece was not found. The slider was fully advance and the rod was partially advanced. Traces of lubricant were found inside the injector tip and on the lens. No abnormalities were found in the production and inspection records of the product. The exact cause in this case could not be ascertained.

Event description:
The customer reported that the haptic was torn. The lens was implanted, and it fell back into the patient's eye, and the patient came back for the lens to be explanted.